Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the image of the eye tracker was lost and not recovered without having to reconfigure the brightness resulting in partial loss of the image of the pupil during surgery. Additional information received states that the eye tracker would turn off and then it would turn on forcibly during the pauses but did not effect the procedure. The procedure was completed with no patient harm.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site the field service engineer installed a new eye tracker camera which is mandatory for green software. No technical issue can be identified during the logfile review however, the reported problem can be confirmed. The software version was verified and found to be already updated so the installation of the new eye tracker camera is required for the adequate performance of the eye tracker. The root cause can be identified as a time displacement between the software update and the corresponding technical update of the eye tracker camera. Contributing factors are that the pupil is not in the requested area or the camera image is dark. The manufacturer internal reference number is: (B)(4).